Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008. Inratio: 1.1. Lab: 10.0. The patient was hospitalized and dosage of vitamin k was given. This is an adverse event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time the complaint was filed: date: 2008. Inratio: 1.1. Lab: 10.0. Mean: 5.5. Confident limits: not within the acceptance limit. As per internal procedure, the mean of the inr and lab value is not within the acceptance limit. The product will be investigated. The patient was hospitalized and dosage of vitamin k was given. This is an adverse event.